Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that st segment elevation, vasospasm observed. During a flx pro procedure to treat atrial fibrillation, a farawave catheter was selected for cavotricuspid isthmus (cti) line ablation. Angiomax (bivalirudin) was used during the procedure. Pulsed field ablation (pfa) was applied in close proximity to the right coronary artery (rca). Following transseptal access along with versacross connect access solution for faradrive, the physician completed four basket and four flower ablations in the left superior pulmonary vein (lspv). After completion of four flower ablations in the left inferior pulmonary vein (lipv), st-segment elevation was observed. Ablation was suspended, and an angiogram was performed. The physician subsequently reported suspected acute coronary vasospasm associated with the st-segment elevation. The procedure resumed approximately 30 minutes later, and the patient is expected to make a full recovery.